Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17234384. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5136413. Brand name: n/a. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 17310505. Brand name: n/a. Upn: m365sc3354250. Model: sc-3354-25. Serial: (B)(6). Batch: 673258. Brand name: linear st. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17396161. Brand name: n/a. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 17079463. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 19398000. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 19492660. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5136410. Brand name: n/a. Upn: m365sc3354250. Model: sc-3354-25. Serial: (B)(6). Batch: 694732.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. The patient underwent a procedure where the scs system was explanted. Post-operatively, the patient was doing well.